Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. Reported event of suture detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2014, according to the complainant, while the physician was throwing the second leg of the uphold lite, the suture and capio got stuck in the sacrospinous ligament area. The suture broke while the physician was pulling the capio. No parts of the device was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.